Event description:
Baxter reported leakage from the tubing. The transfer set had been in place for 60 days. No patient injury or medical intervention reported.

Manufacturer narrative:
The device sample has been requested. A follow-up report will be submitted upon completion of the evaluation, or if any additional information becomes available. A review of the complaint history reveals other reports have been received for this product code for the reported issue.